Event description:
The staff in the or were running the c-arm and it would not turn off when they let go of the button. They hit the emergency button and it would not turn the fluoro off either. So they then turned the machine off at the main power button. There was no harm to the patient or staff, upon further investigation, the emergency switch did actually turn off the fluoro.